Manufacturer narrative:
Follow-up #1: date of submission 08/05/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings: the original complaint could not be duplicated or confirmed. A review of the pump history showed that the bolus totals in bolus history were consistent with bolus totals in the total daily dose (tdd) history at the time of reported issue. The pump was exercised for 24 hours with no errors, alarms or warnings duplicated. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. A normal 10u bolus and a 10u audio bolus were performed and both were fully delivered and accurately recorded in the pump history. The tdd correctly showed 20.0u for boluses. There was no hypersensitivity to the buttons on the keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 575 mg/dl without symptoms associated with an inaccurate delivery issue. Reportedly, the patient resumed with the same insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the bolus totals did not match. The basal delivery totals in the total daily dose matched the active basal program and the basal history matched the active basal program settings. It was reported that the patient¿s healthcare provider made recent changes to the patient¿s basal rate and bolus settings. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.